Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, a supplemental emdr will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The device reportedly turned off unexpectedly while in an elevator. It was not reported whether or not the pump alarmed before it shut down. The customer is claiming an unspecified sentinel event without any further details. Attempts have been made to obtain further information surrounding any patient details and the event, however, there is no additional information available to provide at this time.